Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to not drain and the reservoir did not fill with fluid intraoperatively. According to the report, the device was replaced with another manufactures device. Reportedly, there was no injury to the patient.